Event description:
It was reported that the previous sensor session was continuing. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. In addition, signal loss over one hour was found in connection to the reported allegation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).